Manufacturer narrative:
Additional b5 narrative: the intended procedure was the electrophysiology (ep) study. There was no calcium and/or stenosis in the vessel. The device was not used for a chronic total occlusion (total occlusion 3 months). The patient was scheduled in the interventional radiology (ir) the following day after the procedure for removal of the foreign body. The hospital account risk management team is still evaluating the product and the incident. Additional procedural details were requested but are unknown. A device history record review was not performed because the lot number provided was not valid. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
When the doctor removed the 6f avanti plus catheter sheath introducer (csi), the distal portion was left inside the patient. There was no reported patient injury. Two 5f and one 6f avanti plus catheter sheath introducers were used in the right femoral vein. Approximately half-way to two-thirds (2/3) from the distal end of the 6f csi separated. The device was removed without resistance, but the missing portion of the sheath traveled to the pulmonary artery (pa). The sheath separated when the device was removed from the patient at the end of the case. A snare was used through the femoral sheath and couldn't retrieve the foreign body. The intrajugular vein was accessed and able to snare to the superior vena cava. After 2 hours, the procedure was aborted, and the foreign body was accidentally left inside the patient. The patient had a sheath fragment snared out the day after the procedure in interventional radiology (ir). The hospital¿s account risk management team is still evaluating the product and the incident. The intended procedure was an ep study or induction study plus or minus implantable cardioverter-defibrillators (ICD) upgrade. The venous access was gained without any complications or curious findings. The target lesion was the right femoral vein (fv). The target lesion had no calcification, no vessel tortuosity, and no stenosis. The device was not used for a chronic total occlusion (total occlusion 3 months. The device was stored and handled as per the instructions for use (IFU). The device was opened in a sterile field and was not resterilized. There were no anomalies noted when the device was removed from the package, or during prep. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance met while advancing the device and while advancing the device over the guidewire. There was no difficulty or resistance during prep, during the insertion of the dilator, during the insertion over the wire and on the removal of the dilator. No excessive torquing was required in the procedure. There was no kink in the area of the device separation. The sheath was not kinked or twisted/torqued prior to the separation. There was no resistance during the withdrawal of any of the devices through the sheath. The separation was not related to any resistance during the withdrawal of the sheath from the vessel. The patient was discharged from the hospital the day after. Other additional procedural details were requested but are unknown. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿brite tip/distal tip separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the separation could not be conclusively determined. Based on the information available for review, procedural/handling may have contributed to the separation reported. According to the instructions for use, which is not intended as a mitigation, ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Thread the csi/dilator assembly over the guidewire, grasping the sheath close to the skin to prevent buckling. Using a rotating motion, advance the assembly through the tissue and into the vessel.¿ controls are in place to verify the device conditions; the produced csi are inspected 100% before leaving the facility. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional event narrative received: the device was not resterilized. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when removed from the package. There were no anomalies noted during prep. There was no resistance met while advancing the device and while advancing the device over the guidewire. There was no resistance met while withdrawing the device. There was no difficulty or resistance during prep, during the insertion of the dilator, during the insertion over the wire and on the removal of the dilator. The separation was not related to any resistance during the withdrawal of the sheath from the vessel. No excessive torquing was required in the procedure. There was no kink in the area of the device separation. There was no resistance during the withdrawal of any of the devices through the sheath. The sheath was not kinked or been twisted/torqued prior to the separation. The sheath separated when the device was removed from the patient at the end of the case. The foreign body was removed in the interventional radiology (ir) lab a day after the procedure. Additional procedural details were requested but are unknown. Please note updates regarding the device name and catalog number, respectively. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing records could not be conducted without a lot number. It is unclear at this time if the device is a cordis product. Additional information including product clarification is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor had two (2) unknown 5f sheath and one (1) 6f avanti + sheath in the right femoral vein. When the doctor removed the last unknown 5f sheath, the distal portion was left inside the patient. The device was removed without resistance, but the missing portion of the unknown sheath traveled to the pulmonary artery (pa). A snare was used through the unknown femoral sheath and couldn't retrieve the foreign body. The intrajugular vein (ij) was accessed and able to snare to the superior vena cava (svc). After 2 hours, the procedure was aborted, and the foreign body was left inside the patient. The patient was admitted to the interventional radiology (ir) area with the plan to remove the foreign body. The device was stored as per the labeling and was opened in a sterile field. The device will not be returned for analysis since it remains inside the patient.